Manufacturer narrative:
The insulin pump received was unable to prime during prime test due to faulty force sensor resistor and had missing segments due to cracked zebra connector on the lcd board. Unable to perform the occlusion test, excessive no delivery test or monitor with water filled reservoir to verify if the insulin pump was able to deliver properly. However, the insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose reading was 906 mg/dl at the time of incident and were hospitalized. Troubleshooting found that pump also had multiple motor errors in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.